Event description:
It was reported the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. As result, the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.